Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Review of the most recent repair record determined the gears and collars were replaced and resolved the reported issue. The gears and collars were replaced on the cutter as the cutter failed the test cut with an incomplete cut.

Event description:
It was reported that there was a ratchet issue and an incomplete mesh. Ratchet broke into several pieces. During meshing of previously recovered cadaveric donor skin. There was no adverse event reported as a result of this malfunction. There was no patient involvement.